Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), menorrhagia ("excessive bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings and pelvic pain to be related to essure. Diagnostic results: hysterosalpingogram - confirmed satisfactory placement of both essure® coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / debilitating pain that made it impossible to get out of bed"), device breakage ("device breakage"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)"), abdominal pain lower ("severe cramping"), suicidal ideation ("suicidal thought"), cervix carcinoma ("pre cervical cancer") and autoimmune disorder ("autoimmune disorder") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings") and depression ("depression"). In 2012, the patient experienced suicidal ideation (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2016, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain / constant pinch left of belly button"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), inflammation ("extreme inflammation all over"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth infection ("teeth infection"), vaginal infection ("vaginal infection"), skin discolouration ("discolor"), hypoaesthesia ("numbness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("blur the kind where you cant drive"), weight increased ("weight gain"), alopecia ("hair loss"), the first episode of arthralgia ("severe hip pain"), dysphagia ("difficulty swallowing"), anxiety ("severe anxiety"), feeling abnormal ("brain fog"), onychoclasis ("brittle nails"), the second episode of arthralgia ("joint pain"), sinus disorder ("chronic sinus problems"), nasal congestion ("nasal congestion"), muscle spasms ("muscle spasm"), palpitations ("recurrent of palpitation"), oral pain ("mouth pain"), pain in jaw ("jaw pain"), ear pain ("ear pain"), oropharyngeal pain ("throat pain") and glossodynia ("tongue pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salpingectomy), surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salpingectomy), surgery (underwent two uterine ablation) and surgery (underwent two uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain lower, suicidal ideation, cervix carcinoma, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, depression, vaginal haemorrhage, menorrhagia, inflammation, urinary tract infection, fungal infection, female sexual dysfunction, tooth infection, vaginal infection, skin discolouration, hypoaesthesia, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, vaginal discharge, vision blurred, weight increased, alopecia, dysphagia, raynaud's phenomenon, anxiety, feeling abnormal, onychoclasis, the last episode of arthralgia, sinus disorder, nasal congestion, muscle spasms, palpitations, oral pain, pain in jaw, ear pain, oropharyngeal pain and glossodynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, cervix carcinoma, depression, device breakage, dysmenorrhoea, dyspareunia, dysphagia, ear pain, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, glossodynia, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nasal congestion, nausea, onychoclasis, oral pain, oropharyngeal pain, pain in jaw, palpitations, pelvic pain, raynaud's phenomenon, sinus disorder, skin discolouration, suicidal ideation, tooth disorder, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight 195 lbs. Mr- having the right coils:04, and left coil 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - confined satisfactory placement of both essure® coils and full occlusion of both tubes. (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion; breakage of essure device; unable to confirm during 2nd test because of severe scarring. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events- "depression, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), extreme inflammation all over, urinary tract infection, yeast infection, apareunia (inability to have sexual intercourse), teeth infection, vaginal infection, suicidal thought, autoimmune disorder, discoloration skin, numbness, bladder problems, urinary problems or changes, migraines, nausea, dental problems, device breakage, nickel allergy, vaginal discharge, blur the kind where you cant drive, weight gain, hair loss, severe cramping, severe hip pain, difficulty swallowing, raynaud's syndrome, severe anxiety, brain fog, brittle nails, joint pain, pre cervical cancer, chronic sinus problems, nasal congestion, muscle spasm, recurrent of palpitation, mouth pain, jaw pain, ear pain, throat pain, tongue pain", reporter added from pfs. On 1-mar-2018: reporter added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / debilitating pain that made it impossible to get out of bed"), device breakage ("device breakage"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)"), abdominal pain lower ("severe cramping"), suicidal ideation ("suicidal thought"), cervical dysplasia ("pre cervical cancer") and autoimmune disorder ("autoimmune disorder") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings") and depression ("depression"). In 2012, the patient experienced suicidal ideation (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2016, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain / constant pinch left of belly button"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), inflammation ("extreme inflammation all over"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth infection ("teeth infection"), vaginal infection ("vaginal infection"), skin discolouration ("discolor"), hypoaesthesia ("numbness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("blur the kind where you cant drive"), weight increased ("weight gain"), alopecia ("hair loss"), the first episode of arthralgia ("severe hip pain"), dysphagia ("difficulty swallowing"), anxiety ("severe anxiety"), feeling abnormal ("brain fog"), onychoclasis ("brittle nails"), the second episode of arthralgia ("joint pain"), sinus disorder ("chronic sinus problems"), nasal congestion ("nasal congestion"), muscle spasms ("muscle spasm"), palpitations ("recurrent of palpitation"), oral pain ("mouth pain"), pain in jaw ("jaw pain"), ear pain ("ear pain"), oropharyngeal pain ("throat pain") and glossodynia ("tongue pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salphingectomy), surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salphingectomy), surgery (underwent two uterine ablation) and surgery (underwent two uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain lower, suicidal ideation, cervical dysplasia, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, depression, vaginal haemorrhage, menorrhagia, inflammation, urinary tract infection, fungal infection, female sexual dysfunction, tooth infection, vaginal infection, skin discolouration, hypoaesthesia, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, vaginal discharge, vision blurred, weight increased, alopecia, dysphagia, raynaud's phenomenon, anxiety, feeling abnormal, onychoclasis, the last episode of arthralgia, sinus disorder, nasal congestion, muscle spasms, palpitations, oral pain, pain in jaw, ear pain, oropharyngeal pain and glossodynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, cervical dysplasia, depression, device breakage, dysmenorrhoea, dyspareunia, dysphagia, ear pain, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, glossodynia, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nasal congestion, nausea, onychoclasis, oral pain, oropharyngeal pain, pain in jaw, palpitations, pelvic pain, raynaud's phenomenon, sinus disorder, skin discolouration, suicidal ideation, tooth disorder, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight 195 lbs. Mr- having the right coils:04, and left coil 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram: confinmed satisfactory placement of both essure® coils and full occlusion of both tubes. (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion; breakage of essure device; unable to confirm during 2nd test because of severe scarring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('severe pelvic pain / debilitating pain that made it impossible to get out of bed'), genital haemorrhage ('excessive bleeding / abnormal bleeding (general)'), abdominal pain lower ('severe cramping'), suicidal ideation ('suicidal thought'), cervical dysplasia ('pre cervical cancer') and autoimmune disorder ('autoimmune disorder') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced mood swings ("mood swings") and depression ("depression"). In 2012, the patient experienced suicidal ideation (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's syndrome"). In (B)(6) 2016, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain / constant pinch left of belly button"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), inflammation ("extreme inflammation all over"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth infection ("teeth infection"), vaginal infection ("vaginal infection"), skin discolouration ("discolor"), hypoaesthesia ("numbness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("blur the kind where you cant drive"), alopecia ("hair loss"), pain in hip ("severe hip pain"), dysphagia ("difficulty swallowing"), anxiety ("severe anxiety"), feeling abnormal ("brain fog"), onychoclasis ("brittle nails"), joint pain ("joint pain"), sinus disorder ("chronic sinus problems"), nasal congestion ("nasal congestion"), muscle spasms ("muscle spasm"), palpitations ("recurrent of palpitation"), oral pain ("mouth pain"), pain in jaw ("jaw pain"), ear pain ("ear pain"), oropharyngeal pain ("throat pain"), glossodynia ("tongue pain"), toothache ("teeth hurts") and tooth loss ("I have lost one molar"), was found to have weight increased ("weight gain") and underwent artificial crown procedure ("tooth crowned"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salphingectomy and underwent two uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, suicidal ideation, cervical dysplasia, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, depression, vaginal haemorrhage, menorrhagia, inflammation, urinary tract infection, fungal infection, female sexual dysfunction, tooth infection, vaginal infection, skin discolouration, hypoaesthesia, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, vaginal discharge, vision blurred, weight increased, alopecia, pain in hip, dysphagia, raynaud's phenomenon, anxiety, feeling abnormal, onychoclasis, joint pain, sinus disorder, nasal congestion, muscle spasms, palpitations, oral pain, pain in jaw, ear pain, oropharyngeal pain, glossodynia, toothache, tooth loss and artificial crown procedure outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, artificial crown procedure, autoimmune disorder, back pain, bladder disorder, cervical dysplasia, depression, device breakage, dysmenorrhoea, dyspareunia, dysphagia, ear pain, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, glossodynia, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nasal congestion, nausea, onychoclasis, oral pain, oropharyngeal pain, pain in hip, pain in jaw, palpitations, pelvic pain, raynaud's phenomenon, sinus disorder, skin discolouration, suicidal ideation, tooth disorder, tooth infection, tooth loss, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased and joint pain to be related to essure. The reporter commented: current weight 195 lbs. Mr- having the right coils:04, and left coil 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram: confinmed satisfactory placement of both essure® coils and full occlusion of both tubes. (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion; breakage of essure device; unable to confirm during 2nd test because of severe scarring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: this report was detected to be a duplicate to (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. New events:tooth pain, tooth loss, artificial crown insertion, jaw pain based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('severe pelvic pain / debilitating pain that made it impossible to get out of bed'), genital haemorrhage ('excessive bleeding / abnormal bleeding (general)') and abdominal pain lower ('severe cramping/ constant pinch left of belly button,') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings") and depression ("depression"). In 2012, the patient experienced suicidal ideation ("suicidal thought/ suicidal because of pain") and raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's syndrome"). In 2013, the patient experienced vision blurred ("blur the kind where you cant drive"). In (B)(6) 2015, the patient experienced dysphagia ("injury(ies) or complication please describe: difficulty swallowing"). In (B)(6) 2016, the patient experienced cervical dysplasia ("pre cervical cancer"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("severe abnormal menstrual pain / dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain / constant pinch left of belly button"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), inflammation ("extreme inflammation all over"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth infection ("teeth infection"), vaginal infection ("vaginal infection"), skin discolouration ("discolor"), hypoaesthesia ("numbness"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), pain in hip ("severe hip pain"), anxiety ("psychological or psychiatric problems condition:severe anxiety"), feeling abnormal ("neurological conditions or problems: brain fog"), onychoclasis ("brittle nails"), joint pain ("joint pain"), sinus disorder ("chronic sinus problems"), nasal congestion ("nasal congestion"), muscle spasms ("muscle spasm"), palpitations ("blood or heart disorder/condition type: recurrence of palpitations"), oral pain ("mouth pain"), pain in jaw ("jaw pain"), ear pain ("ear pain"), oropharyngeal pain ("throat pain"), glossodynia ("tongue pain"), toothache ("teeth hurts"), tooth loss ("I have lost one molar"), staphylococcal infection ("infection (other) describe: staph"), sepsis ("blood infection diagnosed in 2018"), constipation ("gastrointestinal or digestive system condition type: constipation"), chronic sinusitis ("chronic sinus problems") and scar ("scarring"), was found to have weight increased ("weight gain") and cervix carcinoma ("precervical cancer") and underwent artificial crown procedure ("tooth crowned"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salphingectomy and underwent two uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, suicidal ideation, cervical dysplasia, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, depression, vaginal haemorrhage, menorrhagia, inflammation, urinary tract infection, fungal infection, female sexual dysfunction, tooth infection, vaginal infection, skin discolouration, hypoaesthesia, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, vaginal discharge, vision blurred, weight increased, alopecia, pain in hip, dysphagia, raynaud's phenomenon, anxiety, feeling abnormal, onychoclasis, joint pain, sinus disorder, nasal congestion, muscle spasms, palpitations, oral pain, pain in jaw, ear pain, oropharyngeal pain, glossodynia, toothache, tooth loss, artificial crown procedure, sepsis, constipation, chronic sinusitis, cervix carcinoma and scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, artificial crown procedure, autoimmune disorder, back pain, bladder disorder, cervical dysplasia, cervix carcinoma, chronic sinusitis, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, dysphagia, ear pain, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, glossodynia, headache, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, muscle spasms, nasal congestion, nausea, onychoclasis, oral pain, oropharyngeal pain, pain in hip, pain in jaw, palpitations, pelvic pain, raynaud's phenomenon, scar, sepsis, sinus disorder, skin discolouration, staphylococcal infection, suicidal ideation, tooth disorder, tooth infection, tooth loss, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased and joint pain to be related to essure. The reporter commented: current weight 195 lbs. Mr- having the right coils:04, and left coil 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram: in (B)(6) 2010: result of test: total bilateral occlusion. Hysterosalpingogram: confinmed satisfactory placement of both essure® coils and full occlusion of both tubes. (B)(6) 2009 : hysterosalpingogram : total bilateral occlusion; breakage of essure device; unable to confirm during 2nd test because of severe scarring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. New events infection (other) describe: staph, blood infection diagnosed in 2018, constipation, chronic sinus problems, precervical cancer, scarring were added. Lab date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), back pain, abdominal pain, dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings and fatigue. The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, genital haemorrhage, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and pelvic pain to be related to essure. Diagnostic results: hysterosalpingogram - confirmed satisfactory placement of both essure® coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 25-jul-2017: coding correction: the previous event term "excessive bleeding" was recoded to medra llt "genital bleeding" incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.